Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having an issue with the cannula bending and causing high blood glucose. Customer's current blood glucose is 165 mg/dl. Customer was hospitalized on (B)(6)2016. Customer's blood glucose was 500 mg/dl at the time of the incident. Customer treated with the pump. Customer had a bent infusion set and his blood glucose started going up. Customer was given insulin via IV. Customer was not wearing the pump at the time of the hospitalization. Customer stated that it was removed before he went to the hospital. Customer mentioned that the infusion sets kept bending. Customer's supplies were far past expired. Customer declined to continue troubleshooting.